Manufacturer narrative:
(B)(4)

Event description:
The pt experienced a loss of therapeutic effect. She lost stimulation two days prior. There was no known related accident or incident. Further info is being requested at this time.